Event description:
A monopolar electrode was used on a lap chole procedure. Dr (B) (6) notices a burn on the liver as he was finishing a lap chole. The spatula electrode was inspected and a hair line crack was found on the insulation portion of the electrode. (B) (6), surgery dir, (B) (6), surgery supervisor and (B) (6) -sterile processing dir- were notified. The physician thoroughly inspected visible bowel and abdominal structure and no injury identified. Dates of use: 1 procedure case, (B) (6) 2010. Diagnosis or reason for use: lap chole procedure.